Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on 12/08/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation a transmitter (part number: stt-gf-001/serial number: (B)(4)/lot number: 5215702) was returned for evaluation. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The customer complaint could not be confirmed with transmitter testing; however, a review of the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined.